Manufacturer narrative:
(B)(4). Additional manufacturer narrative: stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that thirteen (13) years post-implantation of this 21mm bioprosthetic aortic valve, a 20mm transcatheter valve was implanted (valve-in-valve) due to aortic stenosis. There were no complications reported and the patient was listed as stable, post-operatively.

Manufacturer narrative:
Additional manufacturer narrative the device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation.

Event description:
Edwards received additional information that the patient experienced progressive dyspnea on exertion, progressive fatigue, and occasional lower extremity edema prior to admission. Echo showed progression of aortic valve restenosis.